Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed. One of the provided photos showed particulate matter was visible; however, it did not show if the particulate matter was on or inside the header cap. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign substance was observed in the header of a polyflux 14l dialyzer before use. There was no patient involvement. No additional information is available.